Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a magnetic resonance imaging (MRI) was ordered by genetics for the patient, and the programmable valve was indicated on the order. It was stated the patient had mra/v of the chest, abdomen, and pelvis. Neurosurgery was not contacted regarding the patient having the MRI, and there was no request for interrogation of the shunt valve after the MRI. The patient went home and began having progressively worsening headache, emesis, diaphoresis, and malaise. The mother of the patient contacted the neurosurgery office the following morning and brought the patient immediately to the clinic. The shunt valve was found at 0.5 and should have been at 2.5. The patient was reprogrammed to 2.5. It was noted the patient was monitored in the clinic and obtained a head CT which was stable. The symptoms were resolved before the exit from the clinic and neuro intact.